Manufacturer narrative:
The anesthesia system was investigated at the hospital by our field service engineer and the reported issue could not be reproduced. Logs were saved and sent for evaluation. The generated alarm during patient treatment can be confirmed in the received log. The log shows further that a quite high tidal volume of 710 ml and a respiratory rate of 8 b/min had been used. Before the alarm situation the user switched between auto and manual ventilation several times and used different apl settings (28-74 cmh2o). Our conclusion is that there was no malfunction of the equipment but rather an unfortunate parameter setting that triggered the alarm.

Event description:
Manufacturer's ref. #: (B)(4).

Event description:
It was reported that the anesthesia system alarmed for high airway pressure during patient treatment. There was no patient harm. Manufacturer's ref. #: (B)(4).